Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a seizure following brain surgery. The patient had deep brain stimulation (dbs) implanted about a year prior to this report. The reporter did not know if the patient's surgery was related to their dbs. No cause, actions/interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.